Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp.(omsc). However, based upon the past similar cases, the reported event may have been caused by the application of some physical or chemical stress to the insertion section. Examples include physical stress such as rubbing the insertion section, chemical stress due to deviation from the reprocessing manual, poor storage environment such as direct sunlight, high temperature, high humidity, x-rays and ultraviolet rays, aging deterioration, etc. The instruction manual provides warnings about applying external stress to the insertion section, reprocessing method not recommended by the reprocessing manual, and storage of the endoscope in a harsh environment. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to olympus medical systems corp.(omsc) but was returned to (B)(4) for evaluation. (B)(4) inspected the device and confirmed the following; the bending section of the device could not be angulated, due to the broken angle wire. The coating of the universal cord had deteriorated and had peeled off. The adhesive of the bending section rubber was peeling off. The insertion tube of the device had been replaced in (B)(6) 2019 due to coating peeling. The up indication of the insertion tube rotation ring had disappeared. The exact cause of the coating peeling could not be conclusively determined at this time, but it may have been caused by chemical damage. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus (B)(4) and found that the entire insertion tube had been significantly degraded and the coating of the insertion tube had been peeled off. There was no report of patient injury associated with the event.